Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported that his device was emitting intermittent tones. The device was explanted for elective replacement indicator (eri) after 51.4 months. The physician expressed dissatisfaction with regard to device longevity. The device was returned to guidant for analysis. Another guidant ICD was subsequently implanted. Guidant received information that this patient had expired. There were no allegations linking the device to the reported patient's death. Investigation into the details surrounding the death of this patient is on-going.